Event description:
The patient received the revision surgery in 2007 because the patient experienced dislocation. The insert was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.